Manufacturer narrative:
Additional information h10: the customer reported that the infusion was a secondary infusion, however this was not reflected in the history log, as the infusion matching the parameters reported by the customer on the reported event date was programmed as a primary infusion. The user reported that the secondary infusion was running at a rate of 358 ml/hr. The log did not reflect that a secondary infusion was programmed, however per the spectrum iq operator's manual contains the note: "rates that exceed 300 ml/hr require the primary to be clamped off to prevent concurrent flow." An IV set setup for secondary infusion enters the primary line via y-site prior to entry into the pumping channel. Concurrent flow may have several potential causes related to infusion setup an improperly primed set, including removing air from the back check valve, or improper/incomplete clamping of the primary line when running a secondary infusion above 300 ml/hr. Refer to compatible sets list, doc 11182, page 7 and the spectrum iq operators manual, 41018v0900, page 8-94. These setup factors are not related to spectrum infusion pump function. The details of the pump setup were not provided.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused ifosfamide infusion with half the volume in the bag remaining after 3 hours and when the 'infusion complete' alarm rang at the hemeonc/pall care area. The ordered infusion was ifosfamide 1500 mg/m2 (total dose = 2,565 mg) in 1000 ml over 3 hours. A regular (not non-dehp) tubing was used during this event as a secondary infusion. The nurse programmed the volume for 1075 ml in the pump which was deemed to be appropriate due to the overfill in the bag. The pump was swapped out and assessed by the facility clinical engineering team and passed the flow rate accuracy tests. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found to deliver within specification during flow testing. The reported condition 'half the volume in the bag remaining at 3 hours and when the ¿infusion complete¿ alarm rang' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.